Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: he indicated he was advised the patient is now doing fine. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what was their experience? What structure was the device being fired on when issue occurred? Was the device difficult to close or fire? Was the firing stroke able to be completed? Was there a full cut and staple line? Was there any unusual noise during firing? Were surgical clips used in vicinity prior to firing? What troubleshooting steps were taken to open device? Was the bleeding identified before or after the device was removed. How was the surgical procedure completed? What is the current patient status?

Event description:
It was reported that during a robotic nephrectomy, the ets flex 45 was stuck on tissue, on the third firing of the device it locked. They tried the release button. The device was able to be removed from the patient after about an hour and half of surgery after breaking the device to force the device to un-grip. The patient was opened, they worked around the device, when everything looked to be stable, they had the sales rep on the phone and he walked them through how to break the device to unclamp. They went through four units of blood for the patient who is currently intubated and in intensive care unit. Besides the one surgeon that was there, there was on the robot and one on the patient, a general surgeon and a vascular surgeon was called in as well, two additional anesthesiologists, three additional nurses and one additional surgical tech were called in, and six additional instrument trays were used.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: five photos were provided. First picture shows a box of a device with lot number and expiration date. Due the condition of the picture it is not possible to see the lot number and expiration date. Second picture shows two tyveks of a tr45w reload. Due the condition of the picture it is not possible to see the lot number and expiration date. Picture three shows a device with a white reload loaded and with the anvil open. The release bottom can be seen damaged. Picture four shows an anvil in the open position and with a white reload loaded. Picture five shows a handle of a device with the firing and closing trigger open. The release button can be seen damaged. Based on the photo provided and the condition noted on the release button the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: what were the indications for surgery? Not sure. What structure was the device being fired on when issue occurred? Rental artery or renal vein. Was the device difficult to close or fire? Closed fine but difficult to fire. Was the firing stroke able to be completed? No. Was there a full cut and staple line? No. Was there any unusual noise during firing? Not sure. Were surgical clips used in vicinity prior to firing? No. What troubleshooting steps were taken to open device? Normal steps according to IFU was the bleeding identified before or after the device was removed? Before, bleeding was not from staple line. How was the surgical procedure completed? Opened patient what is the current patient status? Not sure.

Manufacturer narrative:
Product complaint # (B)(4). Maude report number: mw5080526. Additional information received: first staple load fired laparoscopically without complications, the second staple load misfired and the third staple load that was stapling a vessel closed down. It then failed to fire and would not release or open its "jaws". Multiple attempts were made to disengage the stapler without success. The procedure was modified from laparoscopic to an open procedure. The device was then manipulated and removed from the patient.